Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner, minor scratches on the lcd window and a protruded/loose drive support disk. (B)(4).

Event description:
The customer called and reported there was a crack in the insulin pump and a piece missing on top of the reservoir compartment. Customer's blood glucose was not known. It was stated the device was hit against a granite counter top. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.